Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-18527. Related manufacturer reference number: 1627487-2021-18529. It was reported that the patient's ipg and leads were eroding through the skin. Reportedly, the patient had also experienced weight loss prior to the issue. As a result, the physician buried the existing system deeper in the tissue on (B)(6) 2021. Surgical intervention resolved the issue.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown.